Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified or reproduced during evaluation. Evaluation ran a loaded set, occluded the tubing and observed an upstream occlusion alarm as expected. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump will not alarm for upstream occlusions. There was no known patient injury or medical intervention associated with this event. No additional information is available.